Manufacturer narrative:
(B)(4): the primary complaint was confirmed, apply sample was noted when during control solution testing. The test strips also failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.